Manufacturer narrative:
An event regarding loosening and rom issues involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "evidently, patient was at physical therapist, and was going through therapy. Patient had a slight flexion contracture, so therapist pushed straight down on top of knee cap, felt a pop, and that loosened knee up to the point surgeon felt a revision was necessary. Surgeon decided on a triathlon ts femur with stem, and a posterior stabilized tibial bearing surface, and was satisfied with the stability. Left side - nothing was loose or broken.